Event description:
On 5/1/92 at 9:30 a.m. Certified nurse assistant (cna) placed resident in arjo spa shell tub in chair located in bathing room. The cna turned the flow control tub fill valve on and water began filling the tub. The patient became agitated within 1-2 minutes and the cna checked the patient, water temperature. The arjo thermostat read 130 degree f. Internal temperature control is set at 110 degree f. Cna turned off the flow control tub fillvalve, water stopped. Water level in tub was approximately 9 inches deep, cna immediately opened drain to allow water out. Cna got assistance, got residence out of tub and back to room. Cool compresses to burn areas: feet, calves, scrotum, buttocks and back.paramedics arrived at 9:44 a.m. Resident transferred to hospital burn unit at 10:02 a.m. For acute care. Resident expired 5/4/92. Arjo spa shell has not been used since incident and is prohibited pending an evaluation of cause of malfunction. Engineering consultation to be conducted within week's timedevice not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.device not serviced in accordance with service schedule. Date last serviced: 01-jan-92. Service provided by: manufacturer. Service records not available.no imminent hazard to public health claimed. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: none or unknown. Results of evaluation: none or unknown. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device temporarily removed from service, other, none or unknown. The device was not destroyed/disposed of.